Manufacturer narrative:
Refer to result of investigation section for details.; a1: full patient identifier is case-(B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter laboratory solutions specialist (lss) was dispatched to assist the customer. While onsite, the lss performed interference testing on the patient sample. Interference testing demonstrated presence of alkaline phosphatase patient-sourced interferent in the patient sample. Per the current version of the access hstni instructions for use (part number c09448g): "endogenous alkaline phosphatase (alp), exogenous alp and proteins capable of binding to alp may cause interference. Elevated alp levels are commonly observed in patients with hepatobiliary disease and bone disease associated with increased osteoblastic activity. Alkaline phosphatase levels above 400 u/l may cause false positive results. In one study, a sample with ctni concentration of approximately 8 pg/ml demonstrated an increase of 4 pg/ml when spiked with 800 u/l of alkaline phosphatase." In conclusion, the cause of the event is presence of a patient-sourced interferent in the sample.

Event description:
The customer reported obtaining erroneously elevated hstni (access high sensitivity troponin I) results for one patient when tested on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)). The elevated hstni result was released from the laboratory. There was a report of change to patient treatment which occurred in connection with this event. The patient received a coronary angiography. There was no further report of change to patient treatment or management. No hardware error messages or issues with other assays were reported in connection with the event. No issues with sample integrity were reported. System performance indicators such as system check and calibration were passing within specifications at the time of the event. The customer reported performing hstni testing on the patient's samples collected on (B)(6) 2024. The customer obtained hstni results of 0.098ng/ml, 0.076ng/ml and 0.092ng/ml respectively. The customer performed hstni testing on another sample collected on (B)(6) 2024 using the customer's dxi (dxi 800 immunoassay analyzer, serial number (B)(6)) and obtained result of 0.144ng/ml. The customer then performed hstni testing on (B)(6) 2024 and obtained result of 0.137 ng/ml on the dxi. The customer also tested the patient sample on alternate platforms and reported the roche platform (specific platform not provided) yielded 'normal' results (exact result not provided) the customer then performed hstni testing on the patient sample collected (B)(6) 2024 and obtained results of 0.146ng/ml, 0.149ng/ml and 0.140ng/ml. The sample was diluted 5-fold using sample diluent a, and the diluted hstni result was 0.126ng/ml. The customer then tested the sample using the abbott i2000sr platform and obtained a result of 0.0007ng/ml (reference range: 0-0.026ng/ml). Because of the discrepancy in results between platforms and the reproducible elevated hstni result obtained on the access platform, the customer suspected interference. A beckman coulter laboratory solution specialist (lss) was dispatched to assist the customer.